Manufacturer narrative:
The device was returned to zoll medical united kingdom. During the investigation it was noted that review of the device log did see evidence of the device resetting. The monitor board was replaced as a precaution. Since the device was able to reset successfully, the complaint is closed as observed in device data - recoverable error. No emerging trend based on similar reports.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.